Event description:
Pt reported that back to back tests performed on pt's surestep meter were 180, 124, and 92 mg/dl (67% difference). No symptoms were reported. Control solution test result (126) was in range (98-147). Unable to reach pt on follow-up. Letter sent to pt requesting pt to contact lfs. There was no allegation of harm.